Event description:
It was reported that the subject device image does not appear (no image) unclear image. The issue was identified during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image does not appear (no image) unclear image. The issue was identified during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was unclear due to a faulty cable that was found with kinks and a slice in it. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is a cause traced to component failure. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.